Event description:
A (B)(6) male came to critical care directly from a cvor procedure for atrial septal defect closure. Upon arrival to clinical care, nursing noticed that it appeared that the blood extension tubing connector had broken off inside the tubing where the tubing connects to the cvl. The nurse was able to clamp that port and claim it unusable while notifying the md. When the md came, decision was made to replace the cvl. FDA safety report ID# (B)(4).